Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device failed both the pressure transducer test and the flow transducer test during pre-use check (puc). Our field service engineer (fse) inspected the device on site and replace the o2 gas module and the pressure transducer printed circuit board (pcb) in the inspiration channel to resolve the issue. The parts were returned for further inspection. . After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. Both parts were investigated separately in our lab. Investigation for pressure transducer pcb: the pressure transducer pcb was placed in a ventilator for simulated use testing; it passes the puc but after approximately 19h simulated ventilation the ventilator alarmed for: low peep and high o2 conc. A new puc was performed and it failed the pressure transducer test. The offset voltage pzero was measured on pressure sensor and the measurment clearly show a deviation compare to factory setting. The pressure sensor wheatstone bridge was measured and the result was a balanced bridge without deviation. During microscope investigation of the pressure sensor we found dirt / particles in the sensor cavity that may have affect the sensor output. The pressure transducer pcb is mounted into inspiratory or expiratory channel. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement. Investigation for the o2 gas module: the returned o2 gas module was placed in a ventilator for simulated use testing: it passes the puc and ventilation was run without deviation. The o2 gas module was tested in a test equipment and the test failed due to nail value to high; thus clearly indicate a sticky membrane in the o2 gas module's nozzle unit. The stickiness of the membrane was also confirmed during a simple mechanical test: a force is applied into the spring, pushing it toward the membrane, when the force was released a delay was observed thus confirming the stickiness of the membrane. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. A faulty gas module may lead to stop of ventilation, low o2 levels, or high pressure. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used to regulate the gas flow through the gas module. The membrane in the nozzle unit is pressed against the mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane's stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, causing a delay in release. The nozzle unit and the gas module filter should be changed during yearly preventive maintenance or after 5000 hours of operation, whichever comes first. In this case, we do not suspect lack of maintenance, the filter in the gas module is from a recent batch, indicating that the preventive maintenance was performed according to plan, thus the cause of the stickiness is an early wear of the membrane. The flow transducer test issue is located in the zeroing circuit, resulting in a slightly too high o2 flow. Our conclusion is that the ventilator failed to meet its specification due to the above-mentioned issues with the pressure transducer pcb, the nozzle unit membrane, and the flow transducer zeroing circuit. A correction of field # d1 brand name, # d4 version or model #. D1 brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
Manufacturer's ref. #: (B)(4).